Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle. The t2 is on the needle behind a severe bend in the needle assembly. The variable depth straw was not returned. Bio debris is present. A functional evaluation was performed on the returned device and found the t2 will not deploy due to the severe bend in the needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that one undated, unlabeled image shown on a computer monitor of fastfix device was provided, however, it does not aid in the determination of the definitive clinical root cause of the reported adverse event. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the ultra fast fix t2 was stuck and could not be deployed. O t1 was successfully removed using tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.